Manufacturer narrative:
Manufacturers ref # (B)(4). . G4) similar to device marketed under 510(k)/PMA: p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: thoracic endovascular aortic repair (tevar) for the distal aortic arch (within the intended use) preoperative planned configuration: overlapping deployment of zta-p-34-113-w1 (lot#: e4783809) followed by zta-p-36-113-w1 (complaint device, lot#: e4672374) the first device, zta-p-34-113-w1, was delivered without difficulty. However, advancement of the second device, zta-p-36-113-w1, was difficult, and the delivery system could not reach even the previously implanted zta-p-34-113-w1 (from the distal edge of the aortic arch aneurysm to approximately the level of the aortic valve). The delivery system became stuck during advancement. As the user with extensive experience noted an unusual feeling with the device during delivery, a backup device, zta-p-36-161-w1 (lot#: e4793506), was used, and the delivery system successfully passed and delivery to the aortic arch was achieved. No visible defects were noted on the delivery system, and the guidewire was not bent. During advancement, an unfamiliar resistance was encountered, and the device did not advance. Advancement difficulty occurred in the descending to thoracoabdominal aorta, as the device could not reach the distal end of the initially implanted zta-p-34-113-w1. Mild vessel tortuosity (at the level where the delivery system of the same diameter, zta-p-34-113-w1, was able to pass). Patient outcome: a proximal type I endoleak occurred during the procedure and was resolved by additional device placement. The patient recovered, and no patient health hazards have been reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: an 84-year-old male patient underwent thoracic endovascular aortic repair in the distal aortic arch. Preoperative planned configuration: overlapping deployment of zta-p-34-113-w1 followed by zta-p-36-113-w1 (complaint device). The first device, zta-p-34-113-w1, was delivered without difficulty. However, advancement of the second device, zta-p-36-113-w1, was difficult, and the delivery system could not reach even the previously implanted zta-p-34-113-w1 (from the distal edge of the aortic arch aneurysm to approximately the level of the aortic valve). The delivery system became stuck during advancement. As the user with extensive experience noted an unusual feeling with the device during delivery, a backup device, zta-p-36-161-w1, was used, and the delivery system successfully passed and delivery to the aortic arch was achieved. The user has commented ¿no visible defects were noted on the delivery system, and the guidewire was not bent. During advancement, an unfamiliar resistance was encountered, and the device did not advance.¿ per additional information reported the device was deployed from zone 2 (approximately 20 mm distal to the left common carotid artery) and the advancement difficulty occurred in the descending to thoracoabdominal aorta, as the device could not reach the distal end of the initially implanted zta-p-34-113-w1. The access vessel was 8.1 mm and the patient anatomy in the area where advancement difficulties was experienced was reported with mild tortuosity. Device implantation was completed with the configuration of zta-p-34-113-w1 followed by zta-p-36-161-w1; however, a mild proximal type I endoleak was observed (cn-098523, ref# (B)(4)). Zta-de-38-91-w1 was deployed with its proximal marker aligned with the proximal marker of the zta-p-36-161-w1, overlapping toward the proximal end of the graft. Subsequent angiography confirmed resolution of the endoleak. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. A device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. An image was requested but not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. A cause could not be determined from the investigation due to limited information to determine. The complaint device was not returned for evaluation and no images were provided. It is reported that the patient anatomy was with mild tortuosity and access vessel was 8.1 mm and the introducer sheath of the zta-p-36-113-w1 has an outer diameter of 7.1 mm, hence, the access vessel should be compatible with the introduction system. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.